Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2014. The power cord was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong and the blades on the ac power cord plug were bent. The device was returned to the biomedical department for a report of, fix plug. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong and the blades on the ac power cord plug were bent. No add'l info was provided.